Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited a rapid decline in battery capacity over a two week duration. Data was sent for a technical services evaluation who confirmed the unit was malfunctioning and should be replace within the next two months. No resulting adverse patient effects were reported and to date this device remains implanted and in service. Subsequently, the device was explanted and returned for laboratory analysis. No procedural adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited a rapid decline in battery capacity over a two week duration. Data was sent for a technical services evaluation who confirmed the unit was malfunctioning and should be replace within the next two months. No resulting adverse patient effects were reported and to date this device remains implanted and in service. Subsequently, the device was explanted and is intended to be returned for laboratory analysis. No procedural adverse patient effects were reported.